Event description:
The reviewed literature article contained a study of 53 patients with 61 csf shunts. The shunts consisted of unspecified medtronic strata-type valves and unk catheters. The source literature reported the following events: 5 surgical revisions due to infection, 5 surgical revisions due to distal catheter malfunction, 4 surgical revisions due to proximal catheter and valve malfunction, 3 surgical revisions due to proximal catheter malfunction, 3 surgical revisions due to valve malfunction, and 1 surgical revision due to exposed tubing, 1 surgical revision due to unk reason, and 1 inadvertent level change.

Manufacturer narrative:
(B) (4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and patient information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for csf shunting procedures. Ahn es, bookland m, carson bs, weingart jd, jallo gi. The strata programmable valve for shunt-dependent hydrocephalus: the pediatric experience at a single institution. Childs nerv syst 2007 march;23(3):297-303.